Event description:
A customer reported observing particulate matter inside the solution of an intermate device. This occurred after filling with unknown antibiotics. This was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received with approximately 200ml of fluid in the bladder. Visual inspection of the unit confirmed the reported condition. A solid, dark, irregular shape particle approximately 0.30 square mm in size, was found floating freely in the fluid of the bladder. If additional relevant information is obtained, a supplemental report will be submitted.